Event description:
A malfunction was reported on the pump, displaying a malfunction code of "malf 9." There was no adverse impact on the customer's blood glucose level. The customer independently reset the pump by plugging it into the charger after the battery had died, and plans to resume insulin deliveries independently, requiring no further action from customer technical support.